Event description:
It was reported the patient had walking troubles/freezing. It was noted the stimulator stopped but the reason was not determined it was noted as maybe electronic interference. The event was noted as related to the stimulator. Action involved restarting the stimulator. The event was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was described as related to the device/therapy, and not related to implant procedure.